Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a failed total shoulder and needed a reverse total shoulder due to rotator cuff failure.